Manufacturer narrative:
Summary of investigation: there are no previous complaints of this code-batch. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in our stock. We have received 21 closed samples for analysis. To evaluate the conformity of these units, we performed the following test: needle attachment strength results conducted on the closed samples received are 0.34 kgf in average and 0.21 kgf in minimum and fulfil the european pharmacopoeia (ep) requirements (ep requirements: 0.23 kgf in average and 0.11 kgf in minimum). Batch manufacturing record: reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill usp/european pharmacopoeia and b. Braun surgical requirements. Conclusion root cause analysis: it has not been possible to determine the root cause because the closed samples received comply usp/ep and b. Braun surgical requirements for needle attachment strength. Final conclusion: according to the results of the closed samples received and the batch manufacturing record review, the product complies the specifications of european pharmacopoeia/ b. Braun surgical specifications; therefore, we do not see any manufacturing fault or material defect that could have caused the incidence, and the case is considered not confirmed. Nevertheless, we take note of this incidence in order to assess if new or additional actions are needed. Corrective measures: actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
It was reported an issue with optilene suture. The customer reported that in both the 5/0 optilene and the 5/0 monoplus, one of the double-reinforced needles came loose without being pulled. This happened both during service and during the surgery listed here. Once when suturing the prosthesis to the vessel. The surgery was prolonged. Additional information received: patient injury: it was just a delay in the surgery. Patient with copd (chronic obstructive pulmonary disease). Detachment of the needle sometimes even without patient contact. However, also when suturing the vessel, as well as when suturing the vessel with the vascular prosthesis. Patient outcome: re-suturing of the vessel with a different thread. Renewed vascular prosthesis fixation. Tissue sutured: leg vessels and vascular prosthesis. 5 knots made. According to the information received, multiple detachment of the double-armoured needles, sometimes without the suture material being pricked on the patient. But already when holding with the needle holder. Furthermore, when using optilene on the vessel and when using monoplus. Surgery prolonged due to several difficulties. On the one hand, add new problems that led to an extension of the operating time. Possible origin of the defect: thread and reinforcement zone are not properly tight. The incident arose together with the monoplus thread. As a result, several needles on the patient came loose. Patient information: male, 59 years old, 69-70 kg, 170 cm. Aorto-femoral bypass.